Event description:
It was reported that this right ventricular (rv) lead was surgically explanted after a sudden increase in high out of range pacing impedance, high out of range shock impedances, increasing thresholds, sensing issues and a suspected fracture. During the lead explant procedure, there was dried blood, (which was impossible to remove) in df4 connector of the device. Requiring the device to be subsequently removed. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. It was indicated that this device would be returned. Several attempts for follow up with the field representative for return were made. However, to date the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unable to exclude device problem investigation conclusion was selected because the investigation findings could not clearly determine whether the reported observations were caused by the device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted after a sudden increase in high out of range pacing impedance, high out of range shock impedances, increasing thresholds, sensing issues and a suspected fracture. During the lead explant procedure, there was dried blood, (which was impossible to remove) in df4 connector of the device. Requiring the device to be subsequently removed. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported. The rv lead is expected to be returned.